Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle could not be squeezed to close the jaws. A new device was used to resolve the issue. There was no patient involved.